Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had inadequate stimulation. During a revision procedure, the lead was replaced. The lead had bent causing a lead fracture. High impedance was also noted. The lead was no longer working properly.

Event description:
A report was received that the patient had inadequate stimulation. During a revision procedure, the lead was replaced. The lead had bent causing a lead fracture. High impedance was also noted. The lead was no longer working properly.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.